Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with total laparoscopic hysterectomy, bso and cystourethroscopy due to severe pain, cramps, heavy bleeding, dysmenorrhea, menorrhagia, dyspareunia, anterior cystocel and rectocele. It was reported that following insertion the patient experienced chronic pain, erosion of internal tissues, dyspareunia, incontinence, recurrence of prolapse, other urinary problems in addition to psychological and emotional problems and has undergone additional surgeries/revisionary procedures.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to severe pain, cramps, heavy bleeding, rectocele, and cystocele. It was reported that following insertion the patient experienced chronic pain, dyspareunia, incontinence, recurrence of prolapse and other urinary problems in addition to psychological and emotional problems. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.